Event description:
Saline implants inserted in 1998. By 2004, I began to have all kinds of symptoms, and was active and healthy prior to that. I will just list my symptoms which seem to be shared by many women with implants: from 2004 onward in varying degrees: extreme fatigue, generalized muscle fasciculations, low grade intermittent fevers, swollen lymph glands, diffuse musculoskeletal pain, cognitive impairment, muscle weakness, adrenal adenoma. I had rhabdomyolysis etiology unk in 2011, hypokalemia.